Event description:
The customer reported that while the iabp was in use on a pt during transport, after fifty minutes of running on battery, they received a low battery alarm and the unit shut down. The batteries had been fully charged prior to use. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the batteries (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).